Manufacturer narrative:
A ge service rep performed an onsite investigation. The handswitch was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system produced uncommanded x-rays. There is no report of pt injury associated with this event.